Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Besides, omsc confirmed the following additional information. -manufacturing date:2008/12/26 -repair history: receipt of video connectors in october 2016 damage to interface in 08/2019 no image in september 2019 in august 2020, video board breakage, incomplete image display, and poor interface contact interface locks damaged in october 2020 -in the repair department, no images event is not reproducible the exact cause of the reported event could not be conclusively determined. However, based on the investigation results by the repair center, omsc surmised that the cause of the reported event as follows. Since it was not reproduced in the repair department, it is assumed that there was no abnormality in the device concerned and that there was a problem with any of the devices other than the device concerned (scope, monitor cable, monitor). If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image of the subject device was not displayed. There was no report of patient injury associated with this event. Olympus china (osh) checked the subject device and found that the reported phenomenon was not duplicated. And, the reported phenomenon did not occur in the hospital. Additionally, osh found that according to the inspection record, the card reading adapter was damaged and the patient board fastener was broken.